Event description:
Report received from the USA stating that the device had a ripped hose. The device was being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of ripped hose was confirmed. It was noted in the pre-repair diagnostic notes that the device had "holes in hose." If additional info becomes available a supplemental report will be submitted.